Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the pmw35 instrument staples did not form normally. A competitor's instrument was used to complete the case. There was no consequence to the pt.